Event description:
It was reported that the patient presented to the hospital for lead revision procedure due to noise over-sensing resulted in inappropriate mode switch episodes. The lead was capped and replaced on (B)(6) 2026. The patient was stable throughout the procedure.